Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported event granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿fibrous capsule with signs of rupture¿, ¿clear spaces (silicone)¿, rupture.

Event description:
Patient's lawyer reported "that after learning of the global recall of breast implants, the patient decided, as a precaution, to explant the prostheses" "in addition, the situation caused deep emotional distress, considering the risk of developing a serious illness, which also justifies compensation for moral damages." "Grade ii contracture, with chronic inflammatory process." ¿right side capsular contracture baker grade ii." "¿histological sections of the capsule wall made up of fibrous tissue and internally lined with foci of synovial metaplasia¿ and ¿foci of discreet lymphohistiocytic inflammatory infiltrate.¿ ¿global recall of breast implants, deep emotional distress, considering the risk of developing a serious illness.¿ ¿fibrous capsule with signs of rupture.¿¿foreign body-type giant cells.¿ ¿clear spaces (silicone).¿ this is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b1, g2, h6.

Event description:
Patient's lawyer reported "that after learning of the global recall of breast implants, the patient decided, as a precaution, to explant the prostheses" "in addition, the situation caused deep emotional distress, considering the risk of developing a serious illness, which also justifies compensation for moral damages." "Grade ii contracture, with chronic inflammatory process." ¿right side capsular contracture baker grade ii." "¿histological sections of the capsule wall made up of fibrous tissue and internally lined with foci of synovial metaplasia¿ and ¿foci of discreet lymphohistiocytic inflammatory infiltrate.¿ ¿global recall of breast implants, deep emotional distress, considering the risk of developing a serious illness.¿ ¿fibrous capsule with signs of rupture.¿¿foreign body-type giant cells.¿ ¿clear spaces (silicone).¿ this is for the right side. The device has been explanted.